Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device would not mesh and it seemed the blade was dull. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on december 14, 2016 revealed that the calibration was out of specifications but produced a passing sample mesh. The device also had old oil side plates and it was difficult to get the mesh to go through. Repair of the meshgraft ii was performed by zimmer biomet surgical on december 14, 2016 which included replacement of the roller, cutter, worn side plates, gears, and repaired the ratchet. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable since during initial inspection it was noted that the device produced a passing sample mesh. However, it was also noted that the device also had old oil side plates and it was difficult to get the mesh to go through. The reported event ¿that the blade was dull¿ was non verifiable since during initial inspection there was no sufficient information to confirm the reported event. The root cause of the reported event cannot be specifically determined with the information provided since during initial inspection the device passed a sample mesh and there was no sufficient information to confirm the blade was dull. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved replacement of the roller, cutter, worn side plates, gears, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device would not mesh and the blade was dull. No adverse events were reported as a result of this malfunction.